Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the user observed that an unspecified wire on the long bipolar forceps instrument was broken. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The conductor wire was identified to be broken and it occurred during intraoperative use. The customer was unable to specify if the damage was a full breakage of the conductor wire or a compromise on the conductor wire insulation.

Manufacturer narrative:
Isi has not yet received the long bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the documented long bipolar forceps instrument with lot# n10210308 / sequence 0280 associated with this event has been performed. Per logs, the instrument was last used for a procedure on the reported event date of (B)(6) 2021 using system (B)(4). The instrument has 7 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable malfunction due to the following conclusion: the report is ambiguous as it was alleged that the instrument wire was broken, with no evidence or claim of user mishandling or misuse. The reporter was unable to specify the extent of the conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has multiple usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 7 remaining usable lives, therefore, had not expired. The product is not implantable.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the long bipolar forceps involved with this complaint and completed the device evaluation (under related record patient identifier 423532). Failure analysis identified a broken conductor wire at the yaw pulley during inspection. The broken conductor wire was pulled off from the wire insulation and found the internal wires exposed. In addition, the conductor wire's insulation was found damaged at the distal end also with exposed internal wires. The instrument failed the electrical continuity test. No sign of thermal damage was observed. As part of analysis, instrument was further investigated and additional observations both related and unrelated to the failure were identified. The grip cable was found broken at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The broken grip cable is related to the primary issue and both failures are attributed to a component failure. Unrelated to the issue, various scratch marks measuring 0.069¿ to 0.188" in length with light material removed on the main tube were identified. The scratch marks were not aligned with the tube axis.